Event description:
It was reported by service report that the stair chair will not allow the seat to lock into place. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: lock bar strut. Conclusion: customer transported a pt that is over the weight limit for this chair. They are still evaluating if they would like to repair this chair or replace it. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.